Manufacturer narrative:
On january 16, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a breast augmentation surgery to perform a mastopexy on (B)(6) 2022, as she had bilateral breast asymmetry. During the surgery, a ruptured right breast implant was discovered. There were no procedural delays or patient consequences reported due to the rupture. As a result, patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-14554 for the contralateral event.